Event description:
Customer reported that an 840 ventilator graphic user interface (gui) display was erratic. Device was not being used on a patient when event occurred. Customer investigated and reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien was only authorized to upload the current software level. The device passed all testing.

Manufacturer narrative:
Covidien reference number (B)(4).